Manufacturer narrative:
The device powered up properly after battery installation. No blank display or audio/beep anomaly noted. However, the device had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and blank display. The customer¿s blood glucose was 117 mg/dl at the time of incident. Customer stated that the insulin pump act button was unresponsive and the screen goes blank when pressing the esc button. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.